Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4). Results of investigation: the carefusion factory service lab received the suspect sipap device. The reported issue was unable to be duplicated. Routine maintenance and testing was performed, the unit met manufacturer service specifications and the device was returned to the customer.

Event description:
The customer reported that they were only able to set a flow of 3 lpm when attempting to set the flow meter to 8 lpm on this sipap device. Despite calibrating the pressure transducer and changing out the pressure valve pbc (printed circuit board) with a good known pcb, the issue persisted. The customer reported that the ventilator passed pre-use calibration and was placed on a patient, at which that time the reported issue occurred. The customer stated that there was no patient harm or injury.